Manufacturer narrative:
No conclusion code available. Analysis of the device in the laboratory confirmed premature battery depletion. High current was observed in the device image and during testing in the laboratory. A capacitor was believed to be anomalous.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During a follow-up, the device displayed the elective replacement indicator (eri) message. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.